Event description:
Abbott diabetes care (adc) received a social media complaint that reported an unspecified reading issue with the adc device. The complaint indicated that they were ¿in the hospital for a week and readings were not even close to the ones from the hospital¿. No further details were provided as the customer abandoned their social media post. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. This serves as a correction report. Section h10 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a social media complaint that reported an unspecified reading issue with the adc device. The complaint indicated that they were ¿in the hospital for a week and readings were not even close to the ones from the hospital¿. No further details were provided as the customer abandoned their social media post. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
(B)(6).